Event description:
Event description boston scientific received information that the lead impedance measurements on this ventricular lead have increased from 400 ohms last year to 1500 ohms. The threshold and sensing measurements were stable. The field representative called technical services to discuss. It waa later reported by the field representative that it was noted that both leads were going to both be replaced due to fracture. The physician wanted to replace the pacemaker, which is included in the failure mode 1 advisory, at the lead revision procedure.